Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the 511sd from the fdc15 kit began to leak co2 because of a tear or slit in the gasket. The surgeon did not exchange out the trocar. There was no consequence to the patient